Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10,000 mcg/ml fentanyl at 5000 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient was seeing an 8476 (motor stall) code on their personal therapy manager (ptm) on (B)(6) 2018. It was noted the patient had a recent refill. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the rep on 2018-may-29. It was reported that the pump had a motor stall and the hcp would like to replace the pump ¿this week,¿ however the patient was under worker¿s compensation and their attorney is talking with the insurance company concerning the replacement. The hcp was waiting for approval. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The issue was not resolved at the time of the report. The patient¿s weight was unknown. There were no symptoms reported and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer. The patient just had their pump replaced and when she tried to use the ptm, it stated it was disabled. The pump was to be returned to the manufacturer. No further issues were reported or anticipated.